Manufacturer narrative:
Concomitant products: 5086mri45 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device displayed invalid data for threshold trends. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.